Event description:
It was observed during the device inspection, that the videoscope had a cloudy vision and a frozen image . There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in the initial report had a cloudy/frozen image. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿the instruction manual operation manual - chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the methods for inspection.¿ based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported failures were a result of poor reprocessing/handling for the foggy image and repeated stress leading to a circuit board failure for the frozen image. Olympus will continue to monitor the field performance of this device.